Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation no lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching, rash, and redness had occurred while wearing the pod. The affected area was the entire length of the adhesive. Patient visited physician and was prescribed hydrocortisone 1% cream to be applied before the pod application, lidocaine 5% to be applied 2 times a day as needed for the rash and flonase for adhesive allergy.